Event description:
I received mentor saline breast implants in 2002. I started having health issues around 2006-with a lot strange symptoms, hair loss, skin issues, bowel problems, sweating, joint pain and just felt bad all the time. My doctor couldn¿t find anything wrong except I had some cysts on my thyroid-they removed half of my thyroid. As the years have went on, I just got worse with the symptoms and a lot more symptoms appeared. Finally after numerous doctor visits, I was diagnosed with psoriatic arthritis then shortly after that diagnosed with mixed connective tissue disease. I received infusions and steroids but nothing helped- I just kept getting worse! One of my implants ruptured and went back to the surgeon who implanted them. I wanted to have him take them out due to I was thinking they might be my health problem. He made me feel terrible about not replacing and told me the implants were safe even if it ruptured because it is saline. So I did not have them replaced. A few more years went by and I started having neurological symptoms, I started loosing my balance and having tremors, numbness and tingling of extremities. Of course received another md work up and test. My MRI of brain showed nothing wrong. This is the short version of all my problems and weird symptoms for the past several years. I am still young, (B)(6) and I am a nurse. All the doctors kept telling me the breast implants were not causing my health problems. So I took matters on my own and decided to have them removed. I am almost 4 weeks post op now! My symptoms are about 80% gone now!! Every day I am getting better! My psoriasis is gone and no more neurological symptoms at all. Prior to removal, my right thumb joint had locked up and severe pain and could not move it. I can move it now but there is still some damage to it but it is not hurting. My vision is some better and I have not had bowel problems or pain since surgery. My husband said after surgery, my skin color was back and he says I look better. Like I said, this is the short version but I was really miserable and now that the implants are out I feel sooo much better, I am filing this report only because I was so sick and I know that are other women who are having the same issues and I think if someone wants implants that they should be well informed of risks. And not only that- if they start having health issues with implants in, the health care community needs to be aware and consider the implants (that are a foreign object in the body) could be the reason of some health issues. I think some people's immune system fights them. We just need the health care community to be educated and open to possible breast implant illness to help patients. At this time, all of the doctors I had been to just dismissed me about the implants saying they are safe! They may be safe but for some they are not! I do not have the implant but unable to download here. FDA safety report ID # (B)(4).